Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The lot # 3000383308 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) seal did not open when inserted into blood vessel. A small amount of bleeding was observed, but it did not affect the delay of the procedure. No blood transfusion was administered to ensure transcription. A new device was used to complete the procedure. There was almost no delay in the procedure. There was no patient harm.